Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer's mother reported via phone call that the customer had high blood glucose. Customer's blood glucose was 300 mg/dl to 400 mg/dl. During troubleshooting, device passed the high pressure test, self test, and displacement test. After troubleshooting, customer's mother wanted the device replaced. Customer agreed to return the device for analysis.